Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no information provided on whether the customer¿s blood glucose level exceeded normal ranges. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was allowed to continue using the pump and advised to call back if the issue reappeared.